Manufacturer narrative:
Investigation details: initial investigation shows that the optic is compromised and scope shaft is bent. The scope was shipped to scholly fiberoptics for further investigation. A supplemental report will be submitted when the investigation results are received from scholly fiberoptics.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, it was identified that the image was blurry. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.